Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and fracture of one of the struts. The filter was also associated with perforation of all the filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue and/or organs. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs and fracture of one of the struts with fractured fragment(s) perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, the indication was prior ptca with ongoing dapt, chronic pulmonary embolus and acute deep venous thrombosis (dvt). A venogram was performed to locate the renal veins. The filter was deployed below the renal veins. A repeat venogram showed good placement. There were no complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the ivc with multiple struts perforating surrounding tissue/organs and fracture of one of the struts with fractured fragment(s) perforating surrounding tissue/organs. Approximately six years after implant, a CT scan reported the superior end of the filter at the l2-3 interspace and the ivc filter is perforating through the ivc with multiple struts extending extraluminal. The filter is tilted laterally and posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One anterior strut perforates the ivc wall 9mm and contacts the bowel. Two medial struts perforate the ivc wall both 6mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and resides within the soft tissues and that two lateral struts perforate the ivc wall 4mm and 9mm and reside within the soft tissues. Additionally, linear calcification was seen within the lumen of the filter. There is one posterior fractured strut. The inferior portion of the strut fragment perforates the ivc wall and contacts the l3-4 disc. Per the patient profile form (ppf), the patient reports ivc perforation, perforation of filter strut(s) into organs, tilting of the filter, linear calcification within the lumen of the ivc filter, in addition to filter fracture, with the fractured struts retained in the patient¿s body. There is one posterior fractured strut and the inferior portion of the strut fragment perforates the ivc wall and contacts the l3-4 disc. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Calcification of the implant site does not represent a device malfunction, rather the calcification is an expected biologic process that may happen after implant of a foreign body. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting and perforation of all filter struts outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs and fracture of one of the struts with fractured fragment(s) perforating surrounding tissue/organs. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, the patient had stenting of the posterior descending artery for unstable angina. The filter was indicated as the patient was at high risk for bleeding on triple therapy, as a computed tomography angiography (cta) revealed chronic pulmonary embolus and a duplex study of the lower extremities revealed acute deep venous thrombosis (dvt). The right common femoral vein was accessed with a needle using a retrograde approach. A venogram was performed to locate the renal veins. The filter was positioned below the renal veins. A permanent inferior vena cava filter was then deployed under fluoroscopy. A repeat venogram showed good placement. There were no complications. Approximately six years after the filter was implanted, the patient underwent an abdominal computed tomography (CT) scan. The scan reformatted images were submitted for review four months later. The scan review findings reported the superior end of the cordis trapease ivc filter at the l2-3 interspace and the ivc filter is perforating through the ivc with multiple struts extending extraluminal. The ivc filter is tilted laterally and posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One anterior strut perforates the ivc wall 9mm and contacts the bowel. Two medial struts perforate the ivc wall both 6mm and reside within the soft tissues. One posterior strut perforates the ivc wall 6mm and resides within the soft tissues and that two lateral struts perforate the ivc wall 4mm and 9mm and reside within the soft tissues. Additionally, linear calcification was seen within the lumen of the ivc filter. There is one posterior fractured strut. The inferior portion of the strut fragment perforates the ivc wall and contacts the l3-4 disc. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and seven months post implantation. The patient reports ivc perforation, perforation of filter strut(s) into organs, tilting of the filter, linear calcification within the lumen of the ivc filter, in addition to filter fracture, with the fractured struts retained in the patient¿s body. There is one posterior fractured strut and the inferior portion of the strut fragment perforates the ivc wall and contacts the l3-4 disc.